Event description:
It was reported that the main power button on the customer's device was non-responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up from technical support, and it was noted that the customer is currently out of warranty and in the process of obtaining a new device.